Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, when touching the center button of the receiver it showed a trend graph and then immediately shows a black screen from where it cannot be maneuvered onto other screens. No additional patient or event information is available. No product or data was provided for evaluation. The reported event could not be confirmed. A root cause cannot be determined.